Event description:
Due to the way the pump programming is set up, it increases the risk of programming error. The pump can be configured to select the drug/conc in the following mode: option 1: the screen is displayed in the following order morphine 1mg/ml y/n, morphine 5mg/ml y/n, morphine 0.5mg/ml y/n, meperidine 10mg/ml y/n, a section of y at any step, moves you to the next programming step. There is no option to limit the drug options based on what is stocked by a facility. In other words, if rptr only stocks morphine 5mg/ml & meperidine 10mg/ml, you can not change the screen to display only these two drug/conc options. Because the morphine 1mg/ml option is displayed first, if the health care provider programming the pump, hits y, but places a 5mg/ml vial in the pca pump, then pt is receiving 5 times the dose. If not caught during the pump set up, then pt could end up receiving 5 times the dose and could lead to an acute respiratory arrest. Rptr's opinion is that abbott should be required to change the pump programming options to prevent potentially fatal medication errors. Option 2: allows you to set the pump so that no specific drug/concentration is displayed. The selection option is as follows: drug mg/ml y/n, if y selected, the pump defaults to a conc of 0.1mg/ml, which then requires the health care provider setting up the pump to use the up arrow key to change the conc to 5mg/ml. Which if 1mg/ml accepted, the pt could receive 5 times the dose. Drug mg/ml y/n, if y selected, the pump defaults to a conc of 1 mcg/ml, which if used in error, can lead to the pt receiving 5 times the dose. This problem has been forwarded to abbott without any satisfactory resolution. Rptr is hoping that the FDA can require a change that can potentially prevent a fatality.